Manufacturer narrative:
Other source is medwatch (B)(4) a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced, and the unit was returned to service.

Event description:
Per the user filed medwatch report: "the battery status indicated a full charge on the batteries. However, when the ventilator was unplugged, it stopped working." There was no report of patient involvement.